Event description:
It was reported that during device change out procedure due to battery depletion, externalized conductors were observed via x-ray. All measurements were in normal range. Lead remains implanted and will be monitored. Patient's condition was good prior, during and post procedure.